Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2011 and a total left knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent a bilateral revision on (B)(6) 2013 due to torn posterior cruciate ligaments. The tibial bearing and femoral component were removed and replaced in both knees.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under contraindications, number 8 states, "incomplete or deficient soft tissue surrounding the knee." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04614 / 04615).